Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2019. Evaluation: an empty opened foil and a needle/suture product was returned for analysis. During the visual inspection of the sample, showed multiples wrinkles and pin holes on bottom foil (from outside to inside). The swage and attachment area were noted to be as expected. The suture was examined along of strand and no defects were noted; however, during the functional test the suture was broken; since has begun with the process of degradation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a spay procedure on (B)(6) 2018 and a suture was used. During surgery, the doctor noticed that every time he tried to tie the suture the suture would break with little to no pressure. When he would go to tighten the knot on the suture it would break, the suture was very brittle. A replacement device was used to complete the procedure. There were no adverse consequences reported. No additional information was provided.